Event description:
It was reported that during a coronary stent procedure on a critically ill patient, the physician experienced difficulty advancing the stent into a tortuous right coronary artery. The stent system was withdrawn and it was noted that the stent had dislodged and remained in the patient. The patient suffered a myocardial infarction and subsequently expired.